Event description:
A us distributor reported that an electrode belt does not communicate with a belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. The belt had an open wire in the trunk cable. The root cause unable to be identified. There was no adverse event that resulted from the damaged belt.